Manufacturer narrative:
Brand name, common device name, procode, MFR, lot #, part #, UDI #, 510k: this report is for an unknown bio-intrafix. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Device evaluated by MFR, manufacture date: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: jung ho noh et al, 2011, "comparison between hamstring autograft and free tendon achilles allograft: minimum 2-year follow-up after anterior cruciate ligament reconstruction using endobutton and intrafix". The study emphasizes on: comparison of the clinical and radiographic results of anterior cruciate ligament (acl) reconstruction with four-stranded autogenous hamstring tendon and two-stranded free tendon achilles allograft fixed with endobutton in the femoral tunnel and intrafix in the tibial tunnel. The patient was evaluated on course of this study: in this randomized controlled prospective study of consecutive series, 193 patients were diagnosed with acl rupture between 2006 and 2008. Patients were randomized in two groups based on the graft choice: group -I autogenous hamstring tendon was used in 33 patients (30 males, 3 females). The median age was 23 years old (20¿51). 29 patients underwent an operation within 3 months after injury. Group -ii achilles allografts were used in 32 patients (26 males, 6 females). The median age was 22 years old (20¿55). 29 patients underwent an operation within 3 months after injury the article describes the following procedure: autogenous hamstring tendons and achilles allografts were used for acl reconstruction. Four stranded hamstring tendon graft was inserted into femoral tunnel which was prepared by transtibial technique. Achilles allograft was prepared to be looped double strands and was fixed in tunnels without bone block 74 participated in this study and 65 of them were followed up for at least 2 years after the operation. Mean follow up period (months) were group I- 28.1 ± 6.5 and group ii- 31.6 ± 10.0. The devices involved were: the tibial end of the graft was fixed by intrafix. Complications mentioned in the article: medial meniscus tears, lateral meniscus tears and mcl injuries were reported in both the groups. Meniscus tear was treated by partial meniscectomies, while mcl injuries were treated conservatively. One patient in group I had arthroscopic debridement twice due to synovitis and arthroscopic brisement due to limited range of motion. At the final follow-up, the patient showed a restriction of 5 degree on flexion. The conclusion from the review of the article is that the complication noted (synovitis) cannot be disassociated from the mitek device used in the surgery.